Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set multiple times; no issues were identified with the infusion set. Occlusion alarm cleared and customer resumed pump therapy. Customer's blood glucose was 450 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.